Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced voiding dysfunction, urethritis, dysuria, difficulty voiding, double voiding, recurrent urinary infections, lower abdominal pain, feels lumps in lower abdomen, urethral tenderness, pain, pelvic discomfort, pressure and burning, urinary frequency and urgency, slow urinary stream and rectal prolapse, infection, urinary problems, vaginal scarring, urethral obstruction, incomplete emptying, emotional distress and a product problem. It was also reported that the plaintiff experienced dyspareunia and stress urinary incontinence. The plaintiff underwent a revision surgery. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as dehydration, dysphagia, and lung carcinoma.